Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level was below 40 mg/dl. Customer drank juice to address bg. Review of the pump data logs by tandem technical support verified the bolus was manually requested by the customer. Customer maintained belief that pump delivered a bolus without user input. Reportedly, the customer continued to use the pump for insulin therapy.